Event description:
It was reported that the patient had a dramatic improvement in her seizure frequency after placement of the vns, but has noticed increased intensity and severity of her seizures over the past year. The patient's duty cycle was increased. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that patient had generator replacement surgery. The explanted device was not available for product return and analysis per the explanting hospital.